Manufacturer narrative:
Philips service replaced the mini displayport adapter and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that green stripes appeared on the check-up screen due to a defective adapter on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.